Manufacturer narrative:
Note: the report regarding the error 10 code for the vital flow console was originally submitted under report number 3011468686-2025-00123 on 23 december 2025. Additional information was received on 22 january 2026, clarifying that error 10 occurred in conjunction with a clotting/flow issue submitted under report number 3011468686-2025-00121. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a vital flow console instrument and a mc3 nautilus vitalflow (vf) bio-pump, it was reported that a patient who had been on vv ECMO (veno-venous extracorporeal membrane oxygenation) for 12 days experienced an error code 10 and a clotting issue in the centrifugal head, followed by a complete loss of flow. The issue worsened over time. See attached photos. The devices were replaced to complete the procedure. It was unknown if there was any impact to the patient.

Manufacturer narrative:
B.5.medtronic received information that during use of a vital flow console instrument and a mc3 nautilus vitalflow (vf) bio-pump, it was reported that a patient who had been on vv ECMO (veno-venous extracorporeal membrane oxygenation) for 12 days experienced an error code 10 and a clotting issue in the centrifugal head, followed by a complete loss of flow. The issue worsened over time. The devices were replaced to complete the procedure. It was unknown if there was any impact to the patient. Medtronic received additional information that this patient had been on this circuit for over a month when the e10 error occurred and complete loss of flows happened. The sales rep also went with the bio-med team to run the console with water for an hour at varying levels of rpms and even max rpms to try to recreate the e10 error which did not occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.